Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The target, 90% stenosed, type b2 lesion was located in an area of the ostial to mid circumflex artery. The artery had a diameter of 2.75mm and a tortuosity of 75 degrees. The first treatment pass was performed on low speed, and the crown reported to have jumped and the physician moved the crown at a faster than recommended speed. Imaging was performed, and everything appeared normal. The guide wire was readvanced in the vessel using glideassist. A second treatment pass was performed on low speed, and there was a pause in the device sound as if the device had stalled. The oad was immediately turned off for a rest period of 30 seconds, and no vasodilators or contrast was injected. A third treatment pass was performed on low speed, and the oad was removed. Imaging revealed a perforation in the mid circumflex artery, and the perforation created an av fistula to the coronary sinus. Ballooning was performed, and two covered stents were placed, but the perforation was not resolved. Additional ballooning and stents were used. The patient was turned down for a bypass procedure due to the location of the circumflex in the av groove. An attempt was made to remove the impella device, however the patient's blood pressure was unstable so the impella was replaced. Attempts were made for four hours to contain the perforation, and a third covered stent was placed before the perforation was controlled. The patient was transferred to the critical care unit and expired hours later due to clot complications from the impella device which had remained in the patient. The physician's opinion was that the perforation and extended procedure time contributed to the patient's death.